Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure while preparing for a case. A field service engineer logged into hta, found that drawer 2.2 was showing as unlocked, locked it remotely, and also removed the back panel to check for any obstructions. The engineer checked the sensors, the solenoid, and the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, the drawer 2.2 in aws 2 was unable to open, when attempting to recover it, it did not unlatch. It took several attempts to open the drawer. The customer reported that this malfunction occurred while preparing for a case, and pharmacy delivered the medications to the operating room for the case. However, this issue did not affect any patient care workflow. There were no adverse events or injuries reported based on this event.